Event description:
According to the reporter, during a laparoscopic appendectomy, the tech loaded the reload and did not remove the shipping wedge. When the tech cycled it, the yellow shipping wedge broke off and fell inside of reload. When reload was opened, the component fell into patient cavity. An x-ray was utilize for the surgeon to locate the disengaged component. The surgeon was able to retrieved the broken piece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.